Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the subject device has no image display. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, e4, h3, h6, h11. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, it is likely that the issue occurred due to the r-unit is broken and therefore the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.